Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4), product type recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the charging unit quit working completely. It was reported that the recharger will comes on and two seconds later it will start beeping and goes blank. The patient reported that they tried charging the ins recharger from the wall unit and it shows that it is completely charged. The patient reported that they were seeing a new pain management doctor and have been trying to get it to where it works for them. The patient clarified that it hasn¿t been charged the whole time they have been seeing the doctor and have been seeing the doctor for a few months. The patient reported that they have tried to reset the recharger 20 times and the manufacturer representative helped. It was reported that after the reset, the recharger did fine for about six months and now it ¿won¿t do anything¿. The patient reported that the recharger hasn¿t work right since they had it and they must keep resetting it. The patient later stated that the recharger hasn't worked right since having it reset but stated only recently it "has been where it won¿t charge at all". The patient reported that ins was completely discharged. The patient reported that they could not charge the ins. The patient reported that they were seeing a pain management doctor and were trying to get it work. The patient reported that they met with a manufacturer representative that recommended that the patient get a new recharger and it would initially take about 3 hour to charge. There is no information suggesting the device has been brought out ofdepletion. No patient complications have been reported because of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.